Event description:
(B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 5 days knee was burning, aching more than usual. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee arthritis. On (B)(6) 2017, 5 days after the injection, patient's knee was burning, aching more than usual. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. It was reported that the pain was not too bad but patient was concerned. The patient had a deep venous thrombosis (dvt) study done and it was negative. Corrective treatment: rest, ice and elevate and take anti-inflammatory medications for knee was burning, aching more than usual. Outcome: not recovered for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 8-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later patient's knee was burning, aching more than usual . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns a 71 years old female patient who received treatment with synvisc one injection and after 5 days knee was burning, aching more than usual and had pain while walking. Also device malfunction was identified for the reported lot number. Medical history included anemia, heart disease, high blood pressure, migraines, osteoarthritis and peripheral vascular disease. The patient was allergic to lisinopril, iodine and ranitidine hydrochloride (zantac). Concomitant medications included benzonatate, dexlansoprazole (dexilant), valsartan (diovan), estradiol, furosemide, metoprolol tartrate (metoprolol), colesevelam hydrochloride (welchol) and rivaroxaban (xarelto). On (B)(6) 2017,patient received treatment with intraarticular synvisc one injection, 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee arthritis. The same day, patient received treatment with intra- articular synvisc one injection, 6 ml, once (batch/lot number: 7rsl019 and expiration date: 01-may-2020) for osteoarthritis. On (B)(6) 2017 5 days after the injection, patient's knee was burning, aching more than usual and patient had pain while walking. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. The patient would continue icing as neededit was reported that the pain was not too bad but patient was concerned. The patient had a deep venous thrombosis (dvt) study done and it was negative. On (B)(6) 2018, the patient returned for an office visit with no complaints. Corrective treatment: rest, ice and elevate and take anti-inflammatory medications for knee was burning, aching more than usual; icing for pain while walking outcome: recovered for all events reporter causality: related (reaction following injection) a pharmaceutical technical complaint was initiated with global ptc number: 51049 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 17-jan-2018. Global ptc (pharmaceutical technical complaint) was added. Text was amended accordingly. Additional information was received on 09-apr-2018 from a nurse. Suspect product therapy regimen was added. Additional event of pain while walking was added, medical history, concurrent conditions and concomitant medications were added. Clinical course was completed and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-apr-2018: a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.